Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is confirmed. One unpackaged, suturetak, ar-1934bcf-2, batch 15201736, was returned for investigation. Visual inspection identified that the anchor was broken on the proximal end. Functional testing was not performed due to the damage to the device. The method of bone preparation employed during the procedure, as well as the bone quality encountered, was not provided. Per dfu-0054-eo; revision 5: avoid excessive impaction during anchor insertion as this could lead to inserter damage and/or breakage. If insertion resistance is encountered, do not impact harder. Replace the implant and repeat the drilling/insertion process. The most likely cause for the reported failure can be attributed to use error of the device due to excessive force used on the device.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 4th september 2024, it was reported by an arthrex employee via email that for an ar-1934bcf-2, suture anchor, biocomposite¿ suturetak® 3 x 14.5 mm, ve5 with #2 fiberwi re® and #2 tigerwire®, the end of the anchor broke during insertion. This was detected during use in shoulder instability surgery on (B)(6) 2024. The procedure was completed successfully as another new ar-1927bcf-2 was used. There was no patient harm and no secondary procedure performed. All fragments were retrieved from patient.